Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The patient was administered with antibiotics. The physician explanted the system ¿ implantable cardioverter defibrillator, right ventricular lead, left ventricular lead and right atrial lead. The system was replaced with implantable cardioverter defibrillator, right ventricular lead, left ventricular lead and right atrial lead on (B)(6) 2023. The patient was in stable condition.